Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump was dropped when it fell from a pocket, resulting in a cracked and unresponsive touchscreen consistent with a device fracture of the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with impact damage to the touchscreen, aligning with a device fracture of the component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.